Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and stated that the device failed battery run test at 88 minutes of the 135 minute test. Fse replaced battery sealed lead acid. Device passed all other performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported that during preventive maintenance cs300 intra aortic balloon pump(iabp) had its battery run failed at 88 minutes.there were no patient involvement